Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a bending section cover was cracked and a leak at the ancillary channel. Additionally, the evaluation uncovered that the scope connector was cracked at the plug unit and leaking at the light guide tube. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii colonovideoscope to the service center. During inspection and testing of the returned device, it was observed that the device has aspiration issue and dirty water drop from the device during reprocessing. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.